Event description:
No blood glucose levels reported. It was reported that the sensor infusion site of the customer got infected. The customer reported being treated by the doctor and was given antibiotics. The customer was also discovered to be carrying the staph virus. The customer also reported being hospitalized for over a month to manage the infection. It was unclear whether the customer was wearing the insulin pump at the time of hospitalization. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.